Event description:
In 3/03, we received the following additional info. The graft was implanted for a total [aortic] arch replacement. The leakage from an 18 gaug needle hole made in the suture line during the procedure. The exact type of needle used by the doctor is unknown and appears, at this time, to be unattainable.

Event description:
The doctor claims that during the procedure, the graft leaked blood from a needle's hole (suture-hole). The exact quantity of blood lost through the graft and the duration of the leakage is unknown (appears at this time, to be unattainable). There was no injury to the patient. The graft was left in. The patient is doing well. Further attempts are being made at this time to obtain additional information as noted above as unattainable.